Event description:
The customer observed a falsely elevated architect stat myoglobin for one patient. The following results were provided: initial result= 402.7 ng/ml; repeat result (redrawn blood 20 minutes later)= 85.3 ng/ml there was no impact to patient management reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and noticed the trigger line leaking. The fsr replaced the worn seal only, trigger/pre-trigger heater fitting, which resolved the issue. Return testing was not completed as returns were not available. The instrument service history review revealed no additional tickets associated with discrepant/erratic myoglobin patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the architect i1000sr processing module did not identify an increase of complaint activity associated with the complaint issue. Additionally, a review of tracking and trending for the seal only, trigger/pre-trigger heater fitting did not identify an increase in complaint activity. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect i1000sr processing module for serial (B)(6) or the seal only, trigger/pre-trigger heater fitting was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated architect stat myoglobin for one patient. The following results were provided: initial result= 402.7 ng/ml; repeat result (redrawn blood 20 minutes later) = 85.3 ng/ml. There was no impact to patient management reported.